Event description:
Pt underwent peg placement. Next morning developed tachycardia to 130's. Next day developed increasing abdominal pain and was taken for exploratory laparotomy. Found to have displaced peg outside of stomach lying over peritoneum.